Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms using 3 different infusion sets. The customer thought that there might be a build up of scar tissue. The customer's blood glucose (bg) level was 311 mg/dl and an insulin injection was administered to address the bg level. As the supplies were changed after these alarms, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.